Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a critical pump error alarm. Their blood glucose was unknown. They said that they were swimming in the water with their swim coach and then removed the pump. The pump started alarming and telling her that something was wrong with the battery. She switched the battery and received the same error message. The customer reported that the display screen showed the critical pump error image. She was advised to discontinue use of the insulin pump and to revert to the back-up plan per her doctor¿s instructions. The insulin pump is being returned for analysis.

Manufacturer narrative:
After battery installation, unit alarmed critical pump error due to corroded electronic assembly. The motor assembly was found with traces of corrosion. Unable to verify operating currents or perform selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched display window, case and keypad overlay.